Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed a high blood glucose (bg) reminder. Customer did not provide further information regarding the cause of the elevated bg. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.